Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of inflammatory nodules is a known potential adverse event addressed in the product labeling. The event of covid-19 positive (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a ¿patient has tattooed eyebrows and eyeliner and both areas are quite swollen and the furrows have granulomas and inflammation¿ approximately three years after they were injected ¿in dark circles¿ with juvéderm® volbella¿ with lidocaine. Hcp does not remember having applied any product in ¿furrows.¿ patient refers to have tested positive for covid-19, deemed not device related. A biopsy of the right nasolabial fold was performed and noted "subepidermal nodular fibrosis."

Event description:
Additional information reported "hardening between the eyebrows, and the upper and lower lips." Treatment is noted as deflazazort 6mg 3-0-0 7 days, 2-0-0 7 days, 1-0-0 7 days for 21 days.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.